Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced frequent insulin occlusion alerts occurring multiple times per day since initiation, despite correct supply changes, tubing fills without air, and no bent cannula observed; engineering authorized a replacement device. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued use of cgm as normal and replacement device shipment. Investigation included customer-service troubleshooting and engineering review. Investigation of this case revealed persistent occlusion alarms consistent with a device performance issue affecting insulin delivery, with the alerting function and infusion path implicated; no user error was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.